Event description:
On (B)(6) 2012, a double valve replacement was performed. A 19mm trifecta valve was implanted due to aortic regurgitation and a 27mm epic valve was implanted due to mitral regurgitation. Three years post-implant, high gradient was observed across the trifecta valve and grade 4 mitral regurgitation was observed across the epic valve. The ef was reportedly 15% and the role of cardiomyopathy in the performance of the valves was undetermined. The patient was hospitalized with cardiac failure and on (B)(6) 2015 underwent redo double valve procedure.

Manufacturer narrative:
The results of this investigation concluded there was active and chronic infective endocarditis on all three cusps. Active and healing vegetations were observed on all three cusps. All three cusps were fibrotically thickened and contained calcifications and a thin layer of fibrin. Fibrous pannus ingrowth was found on the outflow surface of cusp 2, and on the inflow surface of each cusp, narrowing the inflow diameter. Gram stains were negative for organisms. No evidence was found to suggest the cause of the infective endocarditis, calcification, pannus, and fibrin was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown. This report is related to MDR 3001883144-2015-00025 for the 27mm epic valve.

Event description:
Upon explant, one or more cuspal tears and vegetation were observed on the epic mitral valve.

Manufacturer narrative:
(B)(4). This report is related to MDR (B)(4) for the 27mm epic valve.